Manufacturer narrative:
Patient information was unavailable from the site. Missing manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that although the predicted accuracy in all areas was 2mm or below (indicated by the yellow circle) after the registration, it was way off in more posterior positions (estimated 5 mm). The issue did not improve by re-registration, only if a lot fewer points were collected. The surgeon could work with the accuracy, but it was too much for complicated surgeries and the inaccuracy was greater than the system should have delivered in his opinion. The registration method used was tracing, the registration was done very well (no double points, slow tracing, smooth touching, bony structures, fine initialization in before). The surgeon used the under-head emitter and the¿ old¿ patient tracker combined with adhesive pads. After using only a few points registration points (still tracer mode), the surgery could be done with a barely sufficient accuracy. The surgery's results were as planned, and the patient was fine. The product was not returned, but the surgeon would prefer it to be more accurate. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Per further investigation, a medtronic representative went to the site to test the stealthstation and instrumentation. A navigation system checkout was performed to test for navigation accuracy. The navigation was tested on a test model and showed no navigation deviations. The rep performed the instrument verification in the ear, nose & throat (ent) software in conjunction with the phantom model and the flat emitter used during the reported event three times without any deviation in navigation accuracy. Navigation accuracy was correct in all 3d axis. The ent instruments from the ent instrument tray were tested for tracking and navigation accuracy with no deviations detected. The software log files were copied to usb stick and saved for further review. The patient exam of the reported incident was backed up on a cd for further software review. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Since the operating room was unavailable at the time of the system checkout, the rep tested the flat emitter on a metal surface and was able to replicate the reported issue regarding difficulty verifying and tracking the registration probe within the electromagnetic field. When a spacer was placed between the metal surface and flat emitter the issue was resolved. The instructions for use (IFU) for the stealthstation s8 system contain several warnings with regards to metallic interference, such as ¿caution: for procedures performed with the flat emitter, a surgical table with a radiolucent table top is recommended. If the surgical table has a metal frame or metal side rails, position the flat emitter at least 5 cm (2 in) away from the metal. Positioning the emitter closer may result in reduced navigational accuracy and volume.¿ software analysis of the returned software log files and patient exams (archive) from the reported event was completed. It was noted that the patient scan created by the user did not encompass the scan region instructed by the imaging protocol for stealthstation¿ s8 ent procedures. The ears were cropped out as well as part of the forehead. The imaging protocol provides the following instructions for the scan region: "scan from the superior aspect of the horizontal portion of the mandible through the top or vertex of the cranium. Include an air gap above the superior aspect of the head. Include the skull base, the ears, maxillary teeth, and the tip of the nose." "Ensure that the tip of the patient's nose is included in the scan and that it is the most anterior point on the scan. Also, start the scan above any dental work to avoid creating artifacts." As described above, the scan region taken by the user was missing the ears and part of the patient forehead, therefore it was not possible to perform trace registration onto more posterior and lateral anatomy of the scalp as called out by the on-screen software instructions. The software archive displayed points collecting under the patient¿s skin (yellow/red dots), which can indicate a heavy hand and/or loose skin. In addition, the patient registration showed a t-shape registration pattern conducted by the user from the nose to the brow and the trace pattern goes down onto the soft tissue of the cheeks. The archive revealed numerous trace points collected under the patient¿s eyes which was not consistent with the on-screen instructions or the IFU. The IFU contains the following guidance on proper registration technique: ¿move the tip of the probe lightly around the firm and bony areas of the patient¿s nose, brow, mastoids, and scalp to collect points for the registration.¿ ¿gently maintain contact with skin at all times while tracing.¿ ¿do not collect points in areas where the tissue is deformable or in areas such as the cheeks or neck where the skin may be loose.¿ in conclusion, there were no problems identified with the medtronic stealthstation system, instrumentation, or software application. The medtronic device was fully functional and operated as designed. The most likely contributing factors to the reported events were related to use that was inconsistent with the ifus: operator setup -- an operating table containing metallic material that may have been brought too close to the emitter as warned by the IFU. Imaging protocol -- the patient scan taken did not encompass the scan region of the patient as instructed by the imaging protocol for stealthstation¿ s8 ent procedures. Registration technique ¿ the user did not follow the registration technique instructed by the software application on-screen instructions and IFU. All 3 of the use issues listed above are addressed in the labelling of the medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the surgeon: the surgeon claimed that the new way of registration (i.e. Ending it by holding the probe for two seconds would lead to a start of further tracing accidentally).

Manufacturer narrative:
On 11-sep-2019, medtronic field representatives met with the surgeon to review and discuss the reported event. After a review of the procedure workflow, it was found that the surgeon used a non-navigated shaver blade instrument after identifying where the shaver was located by using a navigated suction tip instrument. Removing soft tissue using the shaver instrument without real time navigation led to the situation reported. As a result of the meeting with the surgeon, a fourth most likely contributing factor was identified: 4. Procedure workflow ¿ the surgical location was identified using the navigation system, and then a non-navigated instrument was used to remove soft tissue without the use of real time navigation. Due to reported issues using the flat emitter with the hospital operating room setup, the side-mount emitter option was introduced. Several subsequent procedures were completed using the side-mount emitter with no further problems reported. If information is provided in the future, a supplemental report will be issued.